Manufacturer narrative:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) was not properly deployed as it was noted that some of it remained in the device. Hemostasis was achieved by manual compression for 25 minutes. There was no reported patient injury. The procedure was an interventional peripheral case with a retrograde approach. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. A 5f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The stick location was right above the femoral head. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged. The sealant stuck to the distal end of the shuttle. About 60-80% of the sealant was stuck to the device component and there was no over tamping. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant sleeve was covering the balloon proximal bond. The sealant was located 43mm from the balloon proximal bond with no exposure to blood. The advancer tube was observed in its manufactured position. The procedural sheath was not returned. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant and the balloon have no exposure to blood which likely indicates device was never inserted into a procedural sheath. (Sealant was never deployed) the condition of the returned device does not match the description of the complaint. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1934001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The device showed evidence of never being inserted into a procedural sheath. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of 5f mynxgrip vascular closure device (vcd) was not properly deployed as it was noted that some of it remained in the device. Hemostasis was achieved by manual compression for 25 minutes. There was no reported patient injury. The procedure was an interventional peripheral case with a retrograde approach. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. A 5f non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The stick location was right above the femoral head. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged. The sealant stuck to the distal end of the shuttle. About 60-80% of the sealant was stuck to the device component and there was no over tamping. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.